Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that she had been using the pod for three days. She noticed her blood glucose was high, reaching 518mg/dl. She was trying to prevent herself from going into dka (diabetic ketoacidosis) by bolusing. Her blood glucose was not going down and she started to feel nauseous. She went to the emergency room (ER) where they placed her on an IV of saline and an IV of phenergan 7mg to hep with nausea. Patient was prescribed phenergan 12.5mg to use every 6 hours for nausea and vomiting. They released her from the ER, advised her to monitor herself and to go to her endocrinologist in the morning. She thinks her basal rate is too low. The pod was still being worn on the arm at the time of call and she had an appointment with her endocrinologist the following morning.